Manufacturer narrative:
Device evaluation: 100 unused samples were received for evaluation. The actual used samples from the time of the complaint was not returned for investigation. A visual inspection of the returned samples did not reveal any defects or anomalies. During the functional testing, the issues observed by the customer could not be reproduced with the returned samples. Therefore, the complaint could not be confirmed. A possible explanation for the observed issue may be from not following the IFU procedure. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR review found no discrepancies or anomalies relevant to the complaint.

Event description:
It was reported that when engaging the safety of the product, they are experiencing blood splatter. The problem was the exposure to splattered blood on the phlebotomy chair from engaging the needle safety cover. There was patient involvement and no patient harm/adverse event reported.